Event description:
It was reported that physician attempted to use a 5f celt to close a 5f arterial access puncture. The physican noted that when he attempted to deploy the distal wing, the handle did not fully pop back. An ultrasound was performed which revealed that the distal wings did not fully open. The sheath and the delivery system with the implant attached were removed from the patient and manual compression was applied to achieve hemostasis. The patient had no complications and was discharged the same day. No implant remained in the patient.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other complaint with the associated lot number. The device with the implant attached has been returned for detailed analysis. This report is the initial report being submitted by vasorum. A follow up report will be submitted as soon as further information on this event becomes available.

Event description:
It was reported that physician attempted to use a 5f celt to close a 5f arterial access puncture. The physican noted that when he attempted to deploy the distal wing, the handle did not fully pop back. An ultrasound was performed which revealed that the distal wings did not fully open. The sheath and the delivery system with the implant attached were removed from the patient and manual compression was applied to achieve hemostasis. The patient had no complications and was discharged the same day. No implant remained in the patient.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other complaint with the associated lot number. The device with the implant attached has been was returned for detailed analysis. A damaged component was identified. This may have led to the failure of the implant to deploy. However, a definitive conclusion as to the cause of the damage to the component was not identified. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum.